Event description:
Customer reported that nurse spiked the bag of chemotherapy, primed the tubing and closed the roller clamp. After priming, a leak was noted coming from under the roller clamp and the chemotherapy medication leaked onto the user's shoes. (Line was primed at the pt's bedside). No pt or staff harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.